Manufacturer narrative:
Product analysis: there was no damage noted on the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 11th distal stent segment of the device was deformed with raised struts. (B)(4).

Event description:
It was reported that a stent strut lift while using a resolute integrity drug eluting stent during positioning. No damage was noted to the packaging and no issues were noted when removing the device from the hoop. The device was inspected and no issues were reported. The lesion was pre-dilated. The device did not pass through a previously deployed stent and no excessive force was reported during delivery of the device. The physician used another device to continue the procedure. No injury was reported to the patient.